Manufacturer narrative:
Concomitant products : 4076-52 lead implanted (B)(6) 2011, dtba1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the patient had twiddler's syndrome and dislodged the left ventricular lead from the coronary sinus. It was also noted that the right atrial lead and right ventricular lead were affected by the twiddler's syndrome. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.